Event description:
Pt being intubated. Md prepared ett [endotracheal tube] check cuff with + result, intubated patient and once intubated, cuff malfunctioned. Ett removed and pt reintubated. Emailed manufacturer to coordinate the return on [date redacted]. Manufacturer response for endotracheal tube, hudson rci sheridan/hvt 7.0 cuffed endotracheal tube (per site reporter).